Event description:
Related manufacturer reference numbers: 2017865-2022-01468. Related manufacturer reference numbers: 2017865-2022-01469. Related manufacturer reference numbers: 2017865-2022-01470. It was reported that the patient presented in clinic with pocket infection and ulceration. The whole system including the implantable cardioverter defibrillator, the right ventricular lead, the right atrial lead and the left ventricular lead were explanted. Patient condition was stable.